Event description:
It was reported that right ventricle lead was explanted due to noise on the right ventricle channel. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that right ventricle lead was explanted due to noise on the right ventricle channel. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported. This lead has been returned and analysis is pending. Once analysis is completed, a supplemental report will be submitted.